Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site and confirmed the reported low vacuum issue. Fss cleaned the irrigation/aspiration (I/a) handpiece, which resolved the issue. Fss performed the field service checklist on the unit. The system passed and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The doctor felt that the vacuum was poor during the surgery with the whitestar signature system, that irrigation/aspiration (I/a) handpiece had low vacuum. It was reported that the operation was completed safely and no patient injury reported.